Manufacturer narrative:
B5: change to an unspecified quantity (previously reported as one unit). D4: lot #: change to asku (previously reported as r22k19185). H4: device manufacture date: change to ni (previously reported as 11/21/2022). H10: add the customer reported two suspect lot numbers: r22k19185, expiration date 11/21/2024, manufactured 11/21/2022 or r23d25079 expiration date 04/26/2025, manufactured 04/26/2023 (omitted on initial report). Additional information was received for h6 and h10. H10: a batch review was conducted for the suspected lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, paclitaxel set leaked at the drip chamber. This was discovered after priming before starting patient therapy. There was no patient involvement. No additional information is available.